Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms on the mobile power unit (mpu) was able to be confirmed. The mpu (serial number: (B)(6) was returned for analysis and was evaluated and tested. The mpu was powered on and the echo alarm activated. The cable underwent insulation testing and did not pass indicating wires shorting to the shielding. The issue was traced to the patient cable and was replaced. The cable was stripped to inspect the condition of the underlying layers. The cable was then placed in a saline solution and damage to multiple wires were observed. No further testing was conducted. The root cause of the reported event was conclusively determined to be caused by damaged wires. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) alarmed and was brought to be checked. It appeared that the mpu alarmed as if there was a power outage even though no controller was plugged into the power cables. The green and alarm lights were on when tested. The issue started to occur after being plugged in for approximately 4 minutes. The alarm continued until aa batteries were removed and reseated in the unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.